Manufacturer narrative:
Lot number: this report contains allegations against lot numbers 17n024 and 18b032. Two samples were received for evaluation. Both devices were labeled for single use. Visual inspection revealed that the bladders of both devices were ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted for both reported lot numbers and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two large volume folfusors ruptured during infusion. Both events involved a patient with no patient consequences. One of the involved patients was a six year old male patient. Patient information is unknown for the second event. No additional information is available.